Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detached. This was a multivessel intervention. Vascular access was obtained via the right femoral artery. A 3.0x16mm promus element drug-eluting stent was implanted in the greater than 50% stenosed de novo target lesion located in the proximal circumflex artery. The 95% stenosed target lesion was located in the mid diagonal1 artery. A 300cm kinetix guide wire was advanced to the target lesion. A 2.25x16mm otw promus des was deployed at the target lesion at 12atms for 30 seconds. During withdrawal of the 300cm kinetix guide wire, the tip of the device would not move and detached in the diagonal1 artery. For treatment, a 2.25x16mm promus drug-eluting stent was deployed at 14atms for 25 seconds on top of the detached kinetix guide wire tip jailing the detached tip against the vessel wall. Post dilation was performed two times at 14 atms for 10 seconds each. The procedure was completed with a non-bsc guide wire and a 3.5x16mm promus drug-eluting stent deployed in the mid rca at 12atms for 30 seconds. No further patient complications were reported and the patient's status is listed as ok.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detached. This was a multivessel intervention. Vascular access was obtained via the right femoral artery. A 3.0x16mm promus element drug-eluting stent was implanted in the greater than 50% stenosed de novo target lesion located in the proximal circumflex artery. The 95% stenosed target lesion was located in the mid diagonal1 artery. A 300cm kinetix guide wire was advanced to the target lesion. A 2.25x16mm otw promus des was deployed at the target lesion at 12atms for 30 seconds. During withdrawal of the 300cm kinetix guide wire, the tip of the device would not move and detached in the diagonal1 artery. For treatment, a 2.25x16mm promus drug-eluting stent was deployed at 14atms for 25 seconds on top of the detached kinetix guide wire tip jailing the detached tip against the vessel wall. Post dilation was performed two times at 14 atms for 10 seconds each. The procedure was completed with a non-bsc guide wire and a 3.5x16mm promus drug-eluting stent deployed in the mid rca at 12atms for 30 seconds. No further patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the core wire and high torque sleeve were fractured. The distal tip, including the coil wire/core wire/ribbon was not returned for analysis. The remaining high torque sleeve measured 6.25" long from the fracture to the adhesive ramp. Magnified inspection of the fractured end of the high torque sleeve presented evidence of a ductile overload fracture. The core wire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. Magnified inspection of the fractured ends of the core wire and hts confirmed there was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).